Event description:
It was reported that during an unknown procedure, the staples took off. The staples did not hold. Passing the hand on them made them fall. Surgical delay. A suture by thread had been performed instead. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/22/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pxw35 device was returned with no apparent damage, fully functional. In addition, an opened packaging was received. When tested for functionality the device fired and formed the remaining 25 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: with two tissue forceps, pick up each wound edge individually and approximate the edges. Or, with one tissue forcep, pull skin edges together until edges evert. Or, apply tension to either end of the incision, such that the tissue edges begin to approximate themselves. One forcep can be used to ensure that the edges are everted. Position the instrument over the everted skin edges, aligning the instrument arrow with the center of the incision at a 50° - 60° angle from the skin. Squeeze the trigger until you touch plastic trigger to plastic handle (plastic to plastic), then release the trigger and move the instrument off the incision. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.